Event description:
It was reported that during a da vinci-assisted oophorectomy surgical procedure that a non-recoverable error occurred. The caller power cycled the system five times. While on the phone the error did not return, and they were proceeding with the case. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found error 86 against the power distributor. The customer called back and stated the errors returned after multiple hard reboots. While on the call the error did not return, and the staff was continuing on with the procedure. The tse advised to replace the vision side cart (vsc) if the error returned. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the affected core on the vision side cart (vsc). The system was tested and verified as ready for use. Isi did receive the core to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported failure. The core was installed and tested into a golden system where the component functioned as expected. System started up failed with error 86 on intuitive surgical core power distribution (ipd), side b 12v was out of range. Further testing with power tray text fixture, programing, and system started up without any error. Ran 50x power cycles with this part, all passed. The core remained on the test system for hours, in normal operation, it performed without any error. The probable root cause of the reported issue can be attributed to a fault of the power tray within the affected core.